Event description:
It was reported that the target lesion was in the left circumflex, with heavy tortuosity, heavy calcification, and a 90% stenosis. A non-abbott guide wire crossed the lesion and the 2.75x08 mm voyager nc was advanced to the lesion; however, the dilatation balloon ruptured on the first inflation of 18 atmospheres, for 30 seconds. A non-abbott balloon was used for predilatation and a 2.75x12 mm xience v was deployed to complete the procedure. There was no reported resistance during advancement or retraction of the balloon catheter during use in the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.